Event description:
Reporter alleged blood glucose device read 86 mg/dl back to back with a result of 271 mg/dl. It was reported customer went to the doctor and the doctor measured 120 mg/dl while the customer's meter read 271 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device was replacement product was sent.